Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: downstream occlusion. Functional testing was performed, and the cause was intermittent issues with the downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the pump failed calibration testing. There was no patient involvement. Device evaluation revealed an intermittent downstream occlusion sensor.